Event description:
Tip of needleless syringe "exploded" and cut rptr's 11 year old son as he was injecting insulin on june 24th. Complainant stated that she could not determine how much/if any insulin had been administered. Mother gave son another full dose, and there were no complications. Complainant had ordered the product by mail and began to use it on june 1st. Son was injecting himself, as rptr indicated that was the reason for purchasing this device. He practiced for about a week+ with saline injections. Mother then changed the "needle" on june 10th when son began to use real insulin. He was using his second "needle" on the 24th when there was a loud pop and the end broke, cutting the boy on his buttock. Mother had gotten a poor response from the firm so they wrote a letter to the local paper's consumer reporter column. Complainant also stated that they were told they needed a prescription to purchase the device. However, medi-ject has never requested that prescription.